Event description:
Informed by end user of complaint. Internal "blood leak" visable blood in dialysate. The leak was immadiate. The dialysis was stopped and the extracorporeal circuit was discarded. Estimated blood loss 250cc. The treatment was restarted with another dialyzer without further incident. There was no reported medical intervention or adverse effects to the pt. MDR filed due to blood loss reported. Complaint sample discarded. Companion lot samples have been requested (partial case).